Event description:
The customer received a blood glucose reading of 43mg/dl on the contour, retested on a different meter and the reading was 197mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to him.